Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that a shock impedance alert was received. No additional adverse patient effects were reported. At this time, this right ventricular (rv) lead remains in service. No additional information was received.